Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the syringe 1ml ls tuberculin had a bowed barrel, and another's stopper had separated from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported the following two issues of syringe. (1) bowed barrel (2) stopper separation from plunger"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls tuberculin had a bowed barrel, and another's stopper had separated from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported the following two issues of syringe. Bowed barrel, stopper separation from plunger".